Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was explanted due to an increase in shock impedance over time, but still within normal limits. No additional information is available at the moment. No additional adverse patient effects were reported.